Manufacturer narrative:
The 1st om was a very tortuous vessel. After an unsuccessful attempt to cross lesion, the guide catheter was exchanged. When re-engaging the vessel, a dissection was then noted where the previous lesion had been. No residual dissection or stenosis after stent deployment. No malfunction occurred or is suspected for the resolute onyx that did not cross. A medtronic device is not believed to have caused the dissection if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion was in the 1st om exhibiting 100% stenosis. It was assessed that the dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent that crossed the lesion and was deployed, correcting the dissection was the study resolute onyx drug eluting stent. The stent that failed to cross the lesion and a dissection occurred was a resolute onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure type a dissection occurred following an unsuccessful attempt at getting stent to cross target lesion. A second stent was then crossed and deployed, correcting the dissection. Investigator assessed the event as possibly related to the index device and not related to antiplatelet medication. Patient recovered.